Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 22, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt to confirm flow lines in the reservoir housing. Using (injection molding start-up packet / specification package) that states, flow lines: wall/front face - accept any = 150.0mm, the flow lines were measured and found to be within specification. A representative retention sample was inspected and noted to have flow lines that were measured and found to be within specification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Ther user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, there was scratch on the reservoir. No patient involvement, the product was changed out, the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).